Event description:
Additional information was received on 11 july 2024 from the field representative. It was confirmed that the event captured in this report did not involve the revision of onkos product. The revision was of devices from an alternative company.

Manufacturer narrative:
Additional information was received on 11 july 2024 from the field representative. It was confirmed that the event captured in this report did not involve the revision of onkos product. Therefore, this report requires correction. The revision was of devices from an alternative company- no further details are available.

Event description:
It was reported that a patient was revised on (B)(6) 2024. Details regarding this event are unknown at this time. This event will be reportable to the FDA as a serious injury as the patient received a revision procedure. If additional details are recevied, a supplemental report will be submitted accordingly.